Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the water tightness was lost, due to deformation of right/left knob; there was a scratch on the switch 1 (sw1); the insulation resistance value at distal end does not meet the standard value, due to a scratch on plastic distal end cover (c-cover); the image had a stain, due to dirt on objective lens; the bending angle in up direction does not meet the standard value, due to wear of angle wire. C-cover and light guide (lg) lens were cracked; the objective lens was chipped; the adhesive on the bending section cover (a-rubber) was worn; and the connecting tube was deformed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a whitish residual foreign material was found inside the jet tube (j-tube). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to reprocessing could not be conducted properly due to leakage at right /left (rl) angulation control knob. The event can be detected/prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.